Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneous troponin (accutni) results generated by the access 2 immunoassay system on four different patients' samples that resulted in the risk stratification and normal reference ranges. Repeat testing included one patient in the normal reference range and the other three patients resulted above the ami cutoff. In addition to the erroneous results, there were seven patients with believable results within the normal reference range with no results flags associated with them. When these seven patient samples were repeated the results were within the normal reference range. Customer obtained another eight patients resulted as no value with ind flags. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc prior to the event was within the customer's established ranges. Qc after the event performed on reagent pack (B)(4) resulted as no values with ind flags. Qc performed on an alternate reagent pack (B)(4) after the event was within the customer's established ranges. Hotline had the customer unload the accutni reagent pack due to several accutni results with ind flags. The customer stated the reagent pack appeared empty with bubbles. The customer loaded this reagent pack onto their alternate access system; which indicated the reagent pack had been deleted from the system. This would indicate the reagent pack had been on both access 2 systems. User error is the root cause for this event.